Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a cap survey sample with seraclone anti-jka. The customer stated that the positive and negative control for anti-jka ran correctly, therefore she felt comfortable resulting the sample as negative, but the result should have been positive. At the time the customer filed her complaint the supposedly defective product was already expired, the expiry date was 2020-04-15. Therefore the customer did not return the supposedly defective product for investigational testung, but she returned the cap survey sample labeled as rb cat-02. Because of the expiry date of the supposedly defective product a testing of the retention sample with the cap survey sample was not performed. Because the allegedly defective lot of seraclone anti-jka was already expired the retention sample was not tested. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We did not receive any further complaints related to this issue and lot.